Event description:
Ous MDR - during follow-up on (B)(6), high shock-impedance was observed. It seemed the ICD could not deliver maximum shock because of lead failure. On the 4th shock, appropriate energy was finally delivered and suspended the vf. No adverse patient effects were reported. Oversensing was observed. Some noise had also been observed since the (B)(6) 2013 follow-up.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at approximately 15.5 cm distal to the is-1 connector pin. Both segments were received for analysis and in depth inspected. The analysis of the lead segments demonstrated a rubbed through insulation at the is-1 connector. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state, as a result of the interaction with the ICD can. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation and the deformation of the rv shock coil occurred most likely during the surgery. During the analysis of the lead segments, no abnormalities were noted which may have led to the high shock impedance values mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.